Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. H3 - device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter detached during a drain exchange procedure for an unknown patient. The customer noted that this has occurred two or three other times. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Additional information: b3, b5, d9 - date returned to mfg. Correction: h6 - annex e and annex f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 10mar2026, it was reported that the initial drain was placed under CT guidance. It was confirmed that additional instances occurred with different patients. The tech noted that the issue occurred with 14fr drains. No adverse effects or additional procedures were required due to this occurrence. Two to three instances of hub separation occurring for different patients is captured in a report with patient identifier: (B)(6).